Manufacturer narrative:
The device was returned loose inside a large biohazard bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The lens was not present inside the used device. There was no damage observed to the used device. There was no problem found. The plunger was removed and evaluated. The plunger was reinserted into the device. The plunger was secure at the start point with no abnormalities observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was observed. The returned device has the appearance expected of a device which has successfully delivered a lens. The lens was not returned. The lens condition is unknown. No further information has been provided regarding the complaint. If additional information becomes available, the file will be reopened and updated. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens implant procedure, there was an error with the injector. The procedure was completed on the same day using a replacement lens. There was no patient harm involved. Additional information has not been requested.